Event description:
The customer reported the coulter lh 500 hematology analyzer was generating vote outs for differential parameters, partial clog (pc2) errors, and failing latron controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found that pinch valve pv28 was not actuating properly. The fse replaced the pinch valve, which repaired the differential voteouts, the pc2 errors and the failing controls. The repairs were verified per established procedures. (B)(6).